Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, no visual damage observed to the interpose circuit board and programmer passed final functional and systems testing. However it was noted that the stylus was missing, and the interpose connector on the interpose board was loose. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer freezes and goes blank on occasion. The programmer was returned for repair. No patient complications were reported as a result of this event.